Event description:
It was reported that a user experienced frequent hypoglycemia while using the ilet with a dexcom cgm, including approximately 3¿5 low glucose episodes per day and a documented low of 49 mg/dl, despite announcing meals; the user also reported cgm readings higher than contemporaneous fingerstick values. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary interruption to daily activities and the need for additional user training. Investigation included complaint handling, user education, and referral for additional training. Investigation of this case revealed no device alarms and no corroborated device malfunction, with cgm accuracy concerns potentially contributing to dosing decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.